Event description:
An endurant bifurcated stent graft was implanted for the endovascular treatment of an 80mm abdominal aortic aneurysm ten years ago on an unknown date . It was reported approximately 10 years post the index procedure, the patient complained about the presence of black stools about 3 weeks prior to attending the facility. B-ultrasound on the same day found that blood flow signals were visible in the abdominal aortic aneurysm cavity. A CT scan was completed to confirm the formation of aaa. Endoleaks were identified in the proximal and distal end of the stent after abdominal aortic aneurysm surgery. The patient was admitted in the emergency department for surgery due to the due the presence of blood in stools and abdominal pain. Intraoperative angiography performed confirmed type I endoleak, involving visceral branches. The patient was old and could not tolerate surgery, and there was no ready-made stent available during the operation. Pre-fenestration technique was considered to ensure blood supply to visceral branches, a medtronic endurant model 3216c145ee was used for preoperative fenestration. After the fenestration stent was plugged into the delivery system, it was noted that the outer sheath of the delivery system was found to be crimped. A non-mdt thoracic aortic stent graft was used instead for fenestration to reconstruct the visceral branches the cause of the event as per the physician could not be determined. No additional clinical sequalae was provided and the patient is fine. A type ib endoleak was identified in the right limb of the endurant stent graft system during film analysis.

Manufacturer narrative:
Film evaluation summary: the reported proximal type ia endoleak was confirmed on the films provided and a type ib endoleak was identified on the right limb; however, the cause of the endoleaks could not be fully determined. The anatomy at implant is unknown. Lack of complete post-implant CT's, including earlier films were not available for comparison. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause although the cause of endoleak could not be fully confirmed from the limited images returned, it is likely that disease progression with aneurysm morphology changes over the time of the implant (~10years) may have been a factor in the observed events. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.